Manufacturer narrative:
This product is not marketed in the us. Device evaluation: lens was returned in liquid, in small vial. Visual inspection found haptic torn, small piece of haptic was missing. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -9/+2/102 diopter, in the patient's right eye (od) on (B)(6)2016. On (B)(6) 2017 the lens was exchanged for the longer lens due to low vault. The problem was resolved.